Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. .

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the customer had occlusions due to bad reservoirs. It was reported that the customer had reported the incident previously and continued to have issues. It was reported that replacements would be sent. No further information provided.